Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, occlusion of the inferior vena cava (ivc) filter, and post-implant pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Device occlusion does not represent a device malfunction. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported events. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, occlusion of the inferior vena cava (ivc) filter, and post-implant pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of venous thrombosis, pulmonary embolus, diabetes, hypopotassemia, previous myocardial infarction, esophageal reflux and fever. Prior to implantation, there was an unsuccessful attempt to puncture the left femoral vein with local anesthesia. It was noted that the patient has had a swollen left lower extremity since removal of the left-sided veins for a coronary artery bypass procedure. The indication for filter placement was status-post lumbar laminectomy with ultrasound evidence of thrombus in veins of the right lower extremity. The procedure was carried out on an emergency basis. The filter was placed via the right femoral vein. It was deployed into the infrarenal inferior to the renal veins to protect against pulmonary emboli (pe). A venacavogram was done which was unremarkable. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, occlusion of the inferior vena cava (ivc) filter, and post-implant pulmonary embolism. Per the patient profile form (ppf), the patient experienced blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. There have been no documented attempts to remove the filter. The form states that the filter was completely blocked, causing temporary kidney failure. The patient claims to have been hospitalized for an unspecified number of days in the intensive care unit and hospitalized for weeks. The patient continues to suffer from swollen legs, which limit mobility. The patient also suffers from mental anguish. The patient has also experienced bruising and bleeding. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary emboli, clotting, bruising and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Acute kidney injury does not represent a device malfunction and may be related to underlying patient related issues. Anxiety and swelling of the legs do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of venous thrombosis, pulmonary embolus, diabetes, hypopotassemia, previous myocardial infarction, esophageal reflux and fever. Prior to implantation, there was an unsuccessful attempt to puncture the left femoral vein with local anesthesia. It was noted that the patient has had a swollen left lower extremity since removal of the left-sided veins for a coronary artery bypass procedure. The indication for filter placement was status-post lumbar laminectomy with ultrasound evidence of thrombus in veins of the right lower extremity. The procedure was carried out on an emergency basis. The filter was placed via the right femoral vein. It was deployed into the infrarenal inferior to the renal veins to protect against pulmonary emboli (pe). A venacavogram was done which was unremarkable. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. There have been no documented attempts to remove the filter. The form states that the filter was completely blocked, causing temporary kidney failure. The patient claims to have been hospitalized for an unspecified number of days in the intensive care unit and hospitalized for weeks. The patient continues to suffer from swollen legs, which limit mobility. The patient also suffers from mental anguish about future problems, has doctor visits for monitoring and takes anticoagulation medication. The patient has also experienced bruising and bleeding. (B)(4). Additional information is pending and will be submitted within 30 days of receipt.